Event description:
Reportable based on analysis completed on 18-dec-2014. It was reported that crossing difficulties were encountered.  The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery.  The 12 x 2.50 promus premier¿ was advanced to treat the lesion, however, the device was unable to cross the lesion. The procedure was continued and completed without deployment of a stent in the mid lad. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent was damaged. The proximal stent struts were misaligned and bunched together exposing the stent crimp marks. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. There were no issues noted with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).